Event description:
It was reported that the patient's blood glucose levels rose to 350 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod (completed on 19-may-2026) found a tear in the cannula. The device was originally reported on 23-mar-2026 as the patient received a hazard alarm while using the pod. As treatment, a new pod was applied.

Manufacturer narrative:
An 0x3d hazard alarm was observed in the data, indicating step sensor asserted before wire driven. An internal tear was observed on the soft cannula near the nail head, causing an internal leak. The tear can be confirmed as the cause of the reported hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.